Event description:
The pt reported that the pump is not delivering insulin as expected. The pt reports the bolus history is not showing all programmed boluses. The pt reports the keypad is worn and the buttons do not always respond to presses. The pt has recently experienced erratic blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.